Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within their opened inner pouches and within a dispenser track. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline vantage device instructions for use (IFU): ¿the pipeline vantage system is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter at least 135cm in length. Compatibility testing has been performed with the phenom 27 catheter¿. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline vantage. (Pli-10) the pipeline flex pushwire was found to be bent at ~38.6cm from proximal end. The hypotube was found to be stretched and ptfe was found to be stretched. The proximal bumper, pad, and pad restraint were found to be intact. The dps sleeves and tip coil were not returned. The proximal and distal braid ends were found to be opened and frayed. No other anomalies were observed. (Pli-20) no damages or irregularities were found with the phenom-27 hub. No flash or voids molded were observed with the hub. No damages or irregularities were found with the distal tip and marker band. The catheter body was found to be kinked at ~4.5cm from distal tip. The catheter total length was measured and found to be ~158.1cm (reference: 156.5cm) and the usable length was found to be ~151.4cm which is within specification (150cm ± 5cm). Testing/analysis (including sem reports): the phenom-27 catheter was flushed; water exited distal tip. An in-house 0.026¿ mandrel was inserted through the phenom catheter proximal segment, through the phenom catheter distal segment and exited the distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during re-sheathing¿ was unable to be confirmed and the cause for the resistance could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed and the root cause could not be determined. In addition, no issue was found during catheter resistance testing with an in-house mandrel. Possible contributors for of ¿resistance during re-sheathing¿ and ¿catheter resistance¿ are ped/delivery system damage, catheter damage, resistance during delivery/retrieval, and user re-sheaths more than two times. Customer reported that patient vessel tortuosity as moderate and a continuous flush was used. Based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ was unable to be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline pusher broke after experiencing resistance in the middle of the phenom 27 microcatheter. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the left ophthalmic artery lateral wall. The max diameter was 5mm, and the neck diameter was 3mm. The patient's vessel tortuosity was moderate. The landing zone was 3.6mm distal and 4mm proximal. Dual antiplatelet treatment was administered, and it was said to be at the standard level. The access vessel was the femoral artery, which was 6.5mm in diameter. It was reported that during retrieval of the pipeline stent, the stent was stuck in the phenom27 microcatheter. It was withdrawn in vitro and during the pull-back process, the push rod tip of the stent was broken and the stent was remained in the phenom 27. A continuous flush had been administered. There was no damage to the catheter. The devices were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that the blood flow was normal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stent was still stuck during the system decompression operation. After being withdrawn from the body, the stent could be withdrawn. When withdrawing to the middle of phenom 27, the stent was stuck again, and the tip of the push rod was broken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.